Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity symptoms") and mental disorder ("psychological problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and mental disorder outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medica device removal') in a (B)(6) female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jul-2021: fu received: " previously reported event adverse event replaced with medical device removal and made medically significant and intervention required due to surgery. Reporter and essure insertion and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medica device removal') in a 44-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity symptoms") and mental disorder ("psychological problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and mental disorder outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information added. Previously reported event medical device removal updated to event pelvic pain. Events: abnormal bleeding, allergic or hypersensitivity symptoms, psychological problems added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tinnitus, pregnancy and parity 4. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity symptoms") and mental disorder ("psychological problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and mental disorder outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted regarding essure insertion and removal dates ((B)(6) 2015 and (B)(6) 2019, as per mr). According to medical records information, essure confirmation test (hysterosalpingogram) was performed on (B)(6) 2015. The removal of essure procedure: elective total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries, and indication: pain from essure. Findings: normal uterus/ tubes/ ovaries/liver. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: histopathology report - macroscopic description: a: container labelled with correct patient 's details and uterus a uterine with cervix and parts of both left and right fallopian tubes is received weighing 140gm. The uterine corpus measures 58mm s/I, 75mm l/r and 50mm a/p. The peritoneum is smooth and unremarkable. Part of the left fallopian tube is present measuring 35x7mm and part of the right fallopian tube is also present measuring 15x7mm. The cervix measures 32x35x35mm. The ectocervix measures 29x30mm. The central part of the ectocervix appears roughened measuring 20x18mm but no lesion is identified. The os measures 3mm. The endocervical canal is 35mm long. The uterus is arcuate and the uterine cavity measures 40x25mm. On slicing both fallopian tubes have a metal coil inside close to the cornu. An intramural fibroid is identified measuring 10x12x13mm at the antero-supero right side of the uterus. B: container labelled with correct patient 's details and right tube fallopian tube measuring 55x6mm. There is a paratubal cyst present close to the fimbriae measuring 15x12mm and draining clear fluid. C: container labelled with correct patient 's details and left tube a fallopian tube measuring 35x8mm. Serially sliced. Microscopic description: cervix: there is no evidence of koilocytotic atypia or epithelial dysplasia. Endometrium: the endometrium is in late secretory phase. There is no evidence of endometritis, polyp formation, hyperplasia, atypia or malignancy. Myometrium: benign intramural leiomyoma is present. There is no evidence of adenomyosis. Fallopian tubes: simple paratubal cyst is present. There is no evidence of endometriosis, neoplasia or inflammation. Diagnosis: a- c/ uterus, cervix, both fallopian tubes: - intramural leiomyoma.. Ultrasound scan vagina - on (B)(6) 2018: an arcuate uterus with an inconsequential small intra-mural fibroid measuring 16 x 13 mm. This was intra-mural and posterior. Bilateral fallopian tubal sterilization was noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2022: medical records (mr) received: patient¿s medical history, lab data information and essure indication were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 44 year-old female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4, pregnancy and tinnitus. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1510 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity symptoms") and mental disorder ("psychological problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted regarding essure insertion and removal dates (B)(6) 2015 and (B)(6) 2019, as per mr). According to medical records information, essure confirmation test (hysterosalpingogram) was performed on (B)(6) 2015. The removal of essure procedure: elective total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries, and indication: pain from essure. Findings: normal uterus/ tubes/ ovaries/liver. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: histopathology report - macroscopic description: a: container labelled with correct patient 's details and uterus a uterine with cervix and parts of both left and right fallopian tubes is received weighing 140gm. The uterine corpus measures 58mm s/I, 75mm l/r and 50mm a/p. The peritoneum is smooth and unremarkable. Part of the left fallopian tube is present measuring 35x7mm and part of the right fallopian tube is also present measuring 15x7mm. The cervix measures 32x35x35mm. The ectocervix measures 29x30mm. The central part of the ectocervix appears roughened measuring 20x18mm but no lesion is identified. The os measures 3mm. The endocervical canal is 35mm long. The uterus is arcuate and the uterine cavity measures 40x25mm. On slicing both fallopian tubes have a metal coil inside close to the cornu. An intramural fibroid is identified measuring 10x12x13mm at the antero-supero right side of the uterus. B: container labelled with correct patient 's details and right tube fallopian tube measuring 55x6mm. There is a paratubal cyst present close to the fimbriae measuring 15x12mm and draining clear fluid. C: container labelled with correct patient 's details and left tube a fallopian tube measuring 35x8mm. Serially sliced. Microscopic description: cervix: there is no evidence of koilocytotic atypia or epithelial dysplasia. Endometrium: the endometrium is in late secretory phase. There is no evidence of endometritis, polyp formation, hyperplasia, atypia or malignancy. Myometrium: benign intramural leiomyoma is present. There is no evidence of adenomyosis. Fallopian tubes: simple paratubal cyst is present. There is no evidence of endometriosis, neoplasia or inflammation. Diagnosis: a- c/ uterus, cervix, both fallopian tubes: intramural leiomyoma. [Ultrasound scan vagina] on (B)(6) 2018: an arcuate uterus with an inconsequential small intra-mural fibroid measuring 16 x 13 mm. This was intra-mural and posterior. Bilateral fallopian tubal sterilization was noted concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. The most recent follow-up information incorporated above includes data received on: 31-aug-2022: lot no. Has been added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 44 year-old female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal delivery, dysuria, bloating, abdominal pain, menorrhagia, overweight, shoulder pain, blood in urine, kidney stones, unilateral leg swelling, parity 4, pregnancy and tinnitus. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1600 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity symptoms"), mental disorder ("psychological problems"), dysmenorrhoea ("dysmenorrhea"), headache ("headache"), tooth loss ("dental loss") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, hypersensitivity and mental disorder were unknown. The reporter considered abdominal distension, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, mental disorder, pelvic pain and tooth loss to be related to essure administration. The reporter commented: discrepancy noted regarding essure insertion and removal dates (B)(6) 2015 and (B)(6) 2019, as per mr). According to medical records information, essure confirmation test (hysterosalpingogram) was performed on (B)(6) 2015. The removal of essure procedure: elective total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries, and indication: pain from essure. Findings: normal uterus/ tubes/ ovaries/liver. Symptoms bloating, flank pain and fluid retention all resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.565 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: not reported [pathology test] on (B)(6) 2019: histopathology report - macroscopic description: a: container labelled with correct patient 's details and uterus a uterine with cervix and parts of both left and right fallopian tubes is received weighing 140gm. The uterine corpus measures 58mm s/I, 75mm l/r and 50mm a/p. The peritoneum is smooth and unremarkable. Part of the left fallopian tube is present measuring 35x7mm and part of the right fallopian tube is also present measuring 15x7mm. The cervix measures 32x35x35mm. The ectocervix measures 29x30mm. The central part of the ectocervix appears roughened measuring 20x18mm but no lesion is identified. The os measures 3mm. The endocervical canal is 35mm long. The uterus is arcuate and the uterine cavity measures 40x25mm. On slicing both fallopian tubes have a metal coil inside close to the cornu. An intramural fibroid is identified measuring 10x12x13mm at the antero-supero right side of the uterus. B: container labelled with correct patient 's details and right tube fallopian tube measuring 55x6mm. There is a paratubal cyst present close to the fimbriae measuring 15x12mm and draining clear fluid. C: container labelled with correct patient 's details and left tube a fallopian tube measuring 35x8mm. Serially sliced. Microscopic description: cervix: there is no evidence of koilocytotic atypia or epithelial dysplasia. Endometrium: the endometrium is in late secretory phase. There is no evidence of endometritis, polyp formation, hyperplasia, atypia or malignancy. Myometrium: benign intramural leiomyoma is present. There is no evidence of adenomyosis. Fallopian tubes: simple paratubal cyst is present. There is no evidence of endometriosis, neoplasia or inflammation. Diagnosis: a- c/ uterus, cervix, both fallopian tubes: - intramural leiomyoma. [Specialist consultation] on (B)(6) 2018: knees us right clinical indications: pain and swelling behind the right knee. Cause ? Baker¿s cyst. Findings: there is a large multilocular avascular cystic lesion present in the right popliteal fossa , extending down into the medial upper calf [ultrasound scan vagina] on (B)(6) 2018: an arcuate uterus with an inconsequential small intra-mural fibroid measuring 16 x 13 mm. This was intra-mural and posterior. Bilateral fallopian tubal sterilization was noted concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,s dysmenorrhea, headaches, dental loss and bloating batch no c12707 production date 2014-01-13~expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: dysmenorrhea, headaches, dental loss and bloating event added,reporters,medical history,lab data,patient information,insertion and removal date,added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 44 year-old female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4, pregnancy and tinnitus. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1510 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity symptoms") and mental disorder ("psychological problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted regarding essure insertion and removal dates ((B)(6) 2015 and (B)(6) 2019, as per mr). According to medical records information, essure confirmation test (hysterosalpingogram) was performed on (B)(6) 2015. The removal of essure procedure: elective total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries, and indication: pain from essure. Findings: normal uterus/tubes/ovaries/liver. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: histopathology report - macroscopic description: a: container labelled with correct patient 's details and uterus a uterine with cervix and parts of both left and right fallopian tubes is received weighing 140gm. The uterine corpus measures 58mm s/I, 75mm l/r and 50mm a/p. The peritoneum is smooth and unremarkable. Part of the left fallopian tube is present measuring 35x7mm and part of the right fallopian tube is also present measuring 15x7mm. The cervix measures 32x35x35mm. The ectocervix measures 29x30mm. The central part of the ectocervix appears roughened measuring 20x18mm but no lesion is identified. The os measures 3mm. The endocervical canal is 35mm long. The uterus is arcuate and the uterine cavity measures 40x25mm. On slicing both fallopian tubes have a metal coil inside close to the cornu. An intramural fibroid is identified measuring 10x12x13mm at the antero-supero right side of the uterus. B: container labelled with correct patient 's details and right tube fallopian tube measuring 55x6mm. There is a paratubal cyst present close to the fimbriae measuring 15x12mm and draining clear fluid. C: container labelled with correct patient 's details and left tube a fallopian tube measuring 35x8mm. Serially sliced. Microscopic description: cervix: there is no evidence of koilocytotic atypia or epithelial dysplasia. Endometrium: the endometrium is in late secretory phase. There is no evidence of endometritis, polyp formation, hyperplasia, atypia or malignancy. Myometrium: benign intramural leiomyoma is present. There is no evidence of adenomyosis. Fallopian tubes: simple paratubal cyst is present. There is no evidence of endometriosis, neoplasia or inflammation. Diagnosis: a- c/ uterus, cervix, both fallopian tubes: intramural leiomyoma. [Ultrasound scan vagina] on (B)(6) 2018: an arcuate uterus with an inconsequential small intra-mural fibroid measuring 16 x 13 mm. This was intra-mural and posterior. Bilateral fallopian tubal sterilization was noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Batch no: c12707. Production date: 2014-01-13. Expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-sep-2022: quality safety evaluation of product technical complaint. 05-sep-2022: no new clinical information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 44 year-old female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gravida, dysuria, bloating, abdominal pain, menorrhagia, overweight, shoulder pain, blood in urine, kidney stones, unilateral leg swelling, parity 4, pregnancy and tinnitus. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1600 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity symptoms"), mental disorder ("psychological problems"), dysmenorrhoea ("dysmenorrhea"), headache ("headache"), tooth loss ("dental loss") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, hypersensitivity and mental disorder were unknown. The reporter considered abdominal distension, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, mental disorder, pelvic pain and tooth loss to be related to essure administration. The reporter commented: discrepancy noted regarding essure insertion and removal dates (10-feb-2015 and (B)(6) 2019, as per mr). According to medical records information, essure confirmation test (hysterosalpingogram) was performed on (B)(6) 2015. The removal of essure procedure: elective total laparoscopic hysterectomy and bilateral salpingectomy with conservation of ovaries, and indication: pain from essure. Findings: normal uterus/ tubes/ ovaries/liver. Symptoms bloating, flank pain and fluid retention all resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.565 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: not reported [pathology test] on (B)(6) 2019: histopathology report - macroscopic description: a: container labelled with correct patient 's details and uterus a uterine with cervix and parts of both left and right fallopian tubes is received weighing 140gm. The uterine corpus measures 58mm s/I, 75mm l/r and 50mm a/p. The peritoneum is smooth and unremarkable. Part of the left fallopian tube is present measuring 35x7mm and part of the right fallopian tube is also present measuring 15x7mm. The cervix measures 32x35x35mm. The ectocervix measures 29x30mm. The central part of the ectocervix appears roughened measuring 20x18mm but no lesion is identified. The os measures 3mm. The endocervical canal is 35mm long. The uterus is arcuate and the uterine cavity measures 40x25mm. On slicing both fallopian tubes have a metal coil inside close to the cornu. An intramural fibroid is identified measuring 10x12x13mm at the antero-supero right side of the uterus. B: container labelled with correct patient 's details and right tube fallopian tube measuring 55x6mm. There is a paratubal cyst present close to the fimbriae measuring 15x12mm and draining clear fluid. C: container labelled with correct patient 's details and left tube a fallopian tube measuring 35x8mm. Serially sliced. Microscopic description: cervix: there is no evidence of koilocytotic atypia or epithelial dysplasia. Endometrium: the endometrium is in late secretory phase. There is no evidence of endometritis, polyp formation, hyperplasia, atypia or malignancy. Myometrium: benign intramural leiomyoma is present. There is no evidence of adenomyosis. Fallopian tubes: simple paratubal cyst is present. There is no evidence of endometriosis, neoplasia or inflammation. Diagnosis: a- c/ uterus, cervix, both fallopian tubes: - intramural leiomyoma. [Specialist consultation] on (B)(6) 2018: knees us right clinical indications: pain and swelling behind the right knee. Cause ? Baker¿s cyst. Findings: there is a large multilocular avascular cystic lesion present in the right popliteal fossa , extending down into the medial upper calf. [Ultrasound scan vagina] on 12-oct-2018: an arcuate uterus with an inconsequential small intra-mural fibroid measuring 16 x 13 mm. This was intra-mural and posterior. Bilateral fallopian tubal sterilization was noted batch no c12707. Production date 2014-01-13. Expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.